Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump read 48 ml remaining while infusing tacrolimus. The pump was running all day, line was not clamped, not paused or manipulated, and medication was not y-site with any other medication. Tacrolimus bag was mostly full and did not pump. Patient's levels were monitored. There was a patient involvement and no patient harm/adverse reported.